Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed open sores from the electrodes digging into his skin. The patient's doctor advised the patient to remove the device for a few hours daily to allow the skin to breathe. The patient also reported applying neosporin on raw areas. Follow-up indicated that the sores were healing.